Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The device had minor scratches on the lcd window and cracked case near the display window.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was attempting to bolus, the buttons weren't responding, and then the alarm occurred. Customer's blood glucose was 131 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.